Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an imager diagnostic catheter in the un-opened sterile pouch. Tensile strength inspection of the returned product was performed and the device failed to meet specification for tip detachment. The device was functionally tested with a test guidewire. The imager tip was detached during advancement of the guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
An unused 5f pigtail imager ii angiographic catheter in it's unopened original packaging was returned to boston scientific from a customer associated with MDR ID 2134265-2019-13161. There was no reported complaint against this returned device. The device was intact upon receipt. Boston scientific carried out a tensile strength test on the returned device resulting in a tip detachment concluding that the device failed to meet specification. This event is associated with previously reported field action 92484513-fa with product being removed from the field.